Event description:
The physician's assistant reported that they have had several endoscopic vein harvesting bipolar devices where the tip broke. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided by the clinician. All traceability and product info was associated by the hospital. No lot number or expiration date is available. This device is a component in the clearglide evh small ktv17 kit. All traceability and product info was discarded by the hospital. No manufacture date is available. The physician's assistant reported that they have had several endoscopic vein harvesting bipolar devices where the tip broke off. There was no report of pt injury. The product was discarded by the hospital. It is possible that the devices were damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument". One hundred percent visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.